Event description:
Literature article received: ¿this report is being filed after the subsequent review of the following literature article: reference: lebl, d. (2012). In vivo functional performance of failed prodisc-l devices. Spine. Volume 37, pp e1209-e1217. USA.¿ this article discusses a retrieval analysis of wear modes and fixation of lumbar total disc replacements (tdrs). Explanted prodisc-l tdrs were prospectively collected during a 7-year period between 2005 and 2011 and analyzed. The purpose of the study was to assess the in vivo modes of wear and fixation of lumbar tdr with the prodisc-l device. Nineteen prodisc-l devices from 18 patients were explanted for pain, prothesis subluxation/migration, end plate collapse/subsidence, polyethylene dislodgement, and unknown causes. This report is for devices 16, 17, and 18. Devices 16, 17, and 18 were explanted patients of unknown age and unknown gender. Device 16 was implanted at an unknown level, the implant size was large, and the polyethylene size was 10mm. The device was explanted for an unknown reason. The surgeon-reported presentation is unknown. Analysis of the explanted device showed anterior burnishing on both components, polyethylene attached backside wear, 2% superior component ongrowth, and 3% inferior component ongrowth. Device 17 was implanted at level l5-s1, the implant size was large, and the polyethylene size was 10mm. The device was explanted due to leg pain. The surgeon-reported presentation was right leg pain and difficulty walking. Analysis of the explanted device showed anterior burnishing on the superior component, posterior burnishing on the superior component, posterior polyethylene deterioration, backside wear, third body wear due to embedded titanium particle in the anterior, and 2% inferior component ongrowth. Device 18 was implanted at an unknown level, the implant size was large, and the polyethylene size was 10mm. The device was explanted due to an unknown reason. The surgeon-reported presentation was unknown. Analysis of the explanted device showed posterior polyethylene deterioration, backside wear, 25% superior component ongrowth, and 15% inferior component ongrowth. This report is # of 43 for (B)(4). This report is for an unknown prodisc-l device, unknown part#/lot#.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). This report is for an unknown prodisc-l superior endplate/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. (B)(6). Right leg pain and difficulty walking. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.